Event description:
It was reported that the patient had a stimulation system implanted with a peripheral lead. The system was removed due to infection. Additional information has been requested, but was not available as of the date of this report.